Event description:
The recipient is reportedly experiencing a redness and soreness at the implant site. The recipient is presenting with a sore. The recipient was instructed to cease device. The recipient was prescribed an antibiotic cream and keflex. The recipient is healing.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient's redness and irritation reportedly resolved. The recipient resumed device use. This is the final report.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. This is the final report.